Event description:
It was reported that the customer was receiving multiple unexpected restart alarms on the insulin pump during normal use and the battery cap was damaged. Customer's blood glucose was 200 mg/dl. The alarm was recurring. The insulin pump battery was low and the customer was unable to remove the battery cap, which was stripped. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. The insulin pump passed self test, a21 error, basic occlusion and displacement tests. However, unable to perform excessive no delivery and occlusion tests due to prime anomaly, no unexpected a21 alarms noted. The insulin pump has stripped battery cap coin slot, minor scratches on lcd window and cracked battery tube threads.